Event description:
It was reported that the target lesion was moderately calcified and located in the popliteal artery to the tibial-peroneal trunk. The armada 14 balloon catheter was advanced to the lesion without resistance. During the first inflation, the balloon ruptured at 5 to 6 atmospheres (atm). There had been no issues noted during preparation of the device. A non-abbott balloon was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual, functional and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.